Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the proximal lcx with mild tortuosity, heavy calcification, and eccentric with 90% stenosis. The voyager rx was used for the pre-dilatation; however, a balloon rupture occurred at 14 atm when it was crossed and inflated. The procedure was completed using another company's 3.0 mm balloon. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that balloon rupture can be affected by numerous factors including, balloon damage during manufacturing, materials, interactions with the stent or other devices, previously implanted stent, calcification and tortuosity, or insufficient prep. It is possible that the balloon material was damaged during interactions with other devices, or the tortuous and calcified lesion such that the balloon rupture upon inflation during the procedure. A definitive cause for the balloon rupture cannot be determined, through there does not appear to be any indication of a product quality deficiency.